Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt became diaphoretic, nauseated and hemodynamically unstable and was admitted to the ICU. A neurologist was consulted and stated that the pt experienced a transient ischemic attack (tia). The pt was on aspirin (asa), coumadin and plavix at the time, due to power elevations the pt had been experiencing the previous week. Heparin gtt was administered. It was also reported that the pt was having slurred speech, drooling and right upper arm weakness. Positive factor 8 was administered. A decision was made to exchange the lvad pump with another lvad pump on (B)(6) 2012.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.